Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via healthcare professional (hcp) for a clinical study reported that the spinal cord stimulator located in the left buttock was positioned too low. Interventions included a repositioning of the neurostimulator on (B)(6) 2017. The patient reported that the location of the device was uncomfortable on (B)(6) 2017 where the doctor reviewed and found the device to be located very low in the buttock. The event was related to the device or therapy and related to the implant procedure. It was causing the patient to be uncomfortable when sitting or lying down. The device requires daily charging and the patient found the device too uncomfortable to attempt to charge and use. The event was resolved without sequelae on (B)(6) 2017. Additional information received reported that when the device was implanted, it was unintentionally positioned too low for the patient.